Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corrosion and rust on the motor also, corrosion was found on the electronic assembly and force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements, or verify pump error 130 due to pump error 38. The insulin pump had scratched case, serial number label fading, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump error and would not rewind. It was reported that the pump would be replaced. The customer's blood glucose level was 200mg/dl. No further information provided.